Manufacturer narrative:
Report source: (B)(6).

Event description:
It was reported that the device was in use and the device gave an alarm with the message "no disposable, clamp tubing". No adverse effects to patient reported.